Event description:
Caller reported cgm error 42, which related to a g7 sensor issue. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After resetting, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.